Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An event was reported that occurred between 02-jul-2025 to 04-jul-2025. The reporter stated that a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock was broken and leaking an unspecified fluid/infusate during patient use. There was no report of any human harm. There were 2 occurrences of the same issue/failure mode with the same list and lot number of the product.

Manufacturer narrative:
Investigation summary. Received two (2) used am3127 smallbore ext sets for inspection. One (1) of the sets had an incomplete insertion and fluid residuals were found inside of the male luer threads at the end of the manifold. The other set had the tubing broken off during decontamination. The tubing remained bonded in the bond pocket with the tubing tearing. The reported complaint of leakage can be confirmed on both sets. The probable cause on sample 1 is due to an incomplete insertion during assembly in the plant. The probable cause of leakage on sample 2 is due to an unintentional external force leading to partially torn tubing and a leak. A device history record review could not be conducted because no lot number(s) was/were identified.